Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The initial reporter called the stryker rep and informed that at the 7-year standard x-ray follow up osteolysis was detected. CT scan was ordered, done, and it was observed that the patient needed a hip revision. Hip revision planned.

Manufacturer narrative:
Corrected data: device not returned. An event regarding osteolysis involving a trident shell was reported. Osteolysis and shell malposition were confirmed through the medical review. Method & results: device evaluation and results: not performed as the reported device was not returned. Medical records received and evaluation: a medical review was performed and concluded: "cup malposition in very low inclination with additional use of an offset liner has contributed to an overload condition in the arthroplasty contributing to osteolysis around the cup shell and likely on more locations around the bearing section as evident from the x-rays." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "cup malposition in very low inclination with additional use of an offset liner has contributed to an overload condition in the arthroplasty contributing to osteolysis around the cup shell". There was no indication of a device related issue on review of the medical review. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The initial reporter called the stryker rep and informed that at the 7-year standard x-ray follow up osteolysis was detected. CT scan was ordered, done, and it was observed that the patient needed a hip revision. Hip revision planned.